Manufacturer narrative:
Other devices used: catalog number 200410 apex modular medium 47.5 neck, and catalog number 16153 28l biolox forte alumina ceramic head. Device history records for the stem are intact and conforming and indicate manufacture to specification. Photographs of explanted devices provided by initial reporter indicate shear failure of the femoral stem cobalt chromium alignment pin and fracture of the lateral neck peg.

Event description:
Porous femoral stem revised 65 months after primary total hip arthroplasty, with extended trochanteric osteotomy. Prior to revision, patient fell while playing tennis, radiograph showed separation of the modular neck from the femoral stem.